Event description:
Per received report: the procedure was coil embolization for vertebral artery aneurysm. Characteristics of the vessel/aneurysm was not provided. During the procedure, the physician could not detach the 2nd coil ((B)(4), complaint product) although pressing the detachment button several times. After replacing the dcb ((B)(4), lot# unknown), several attempts were made to detach the same coil using the same cable ((B)(4), lot# unknown) but the result was unsuccessful. The physician decided to remove the deltaplush. However, while withdrawing the deltaplush, the coil somehow detached in an unspecified microcatheter. The coil was safely pushed into the target aneurysm using the dpu of the deltaplush. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. It is unknown how many coils were successfully detached using the same dcb and the same cable. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the complaint product, cable and dcb by visual inspection, and there were no damages noticed on the devices after the procedure. The complaint product is unavailable for evaluation. Additional information received indicated that pre-deployment test was performed and approximately 20 times detachment attempts. The coil prematurely detached in the microcatheter but it was eventually placed in the aneurysm. There was no coil stretching noted. No information was provided if the detachment control box (dcb) or connecting cable was replaced to detach the subsequent coils.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of a vertebral artery aneurysm with unknown vessel/aneurysm characteristics, the second coil, a 4 mm x 6 cm a deltaplush cerecyte microcoil (cpl100406-30/g13516), could not be detached despite pressing the button approximately 20 times. After replacing the detachment control box ((B)(4), lot# unknown), several attempts were made to detach the same coil using the same connecting cable((B)(4), lot# unknown) but the result was unsuccessful. It was then determined to remove the deltaplush; however, while withdrawing the deltaplush, the coil somehow detached in an unspecified microcatheter. The coil was safely pushed into the target aneurysm using the dpu of the deltaplush. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. Characteristics of the vessel/aneurysm were not provided. The pre-deployment test had been performed. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the deltaplush coil system, connecting cable or dcb by visual inspection, and there were no damages noticed on the devices after the procedure. The devices are not available for evaluation. No additional information is available.